Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the female connector of the transfer set and an amia cassette. The event was further described as "could not remove the line from the dark blue connector". The patient had to cut the line to disconnect from the machine. This occurred after treatment for peritoneal dialysis therapy. The patient was given antibiotics for preventative care. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.